Manufacturer narrative:
The operator contacted the siemens customer care center (ccc). The operator was seen by a medical professional and missed time at work as a result of the incident. Siemens informed the operator not to lift the sample and reagent probe assembly to perform maintenance tasks. The cause of the injury is due to a user error during maintenance processes. No siemens product problem is identified, and no further evaluation is required.

Event description:
The operator obtained an injury to their finger while cleaning the sample and reagent probe assembly on the advia centaur cp instrument. The operator stated that the sample and reagent probe assembly was lifted and fixed on a latch to perform maintenance. The operator informs that while cleaning the rails and edges of the assembly, they accidentally touched the latch and caused the sample and reagent probe assembly to fall. There are no reports of patient intervention or adverse health consequence due to the assembly falling on the operator's finger.